Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a severely calcified lesion with 90% stenosis degree in a mildly tortuous proximal part of an unknown vessel. The strut of the stent twisted in proximal when crossing the calcified lesion.